Event description:
Event #1. After the placement of the mapping catheter, there was a magnetic sensor error. The catheter was removed and replaced without incident or harm. Event #2 same date and product. After the placement of the mapping catheter into the patient, a magnetic sensor error #116 occurred. The mapping catheter was removed and replaced without incident or harm to the patient.